Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6).implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) e1. Patient name not included due to patient privacy laws. G2. Foreign: bermuda h6. Codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday (B)(6) 2023 they were charging the implanted neurostimulator and the recharger paddle got so hot that they couldn't touch it. The patient (pt) stated that they had to unplug the recharger from the controller and then the controller shut down and displayed system problem rm03. Patient noted that they had enough charge in the ins for today, however if they didn't have the device in a couple days, they were going to end up in the hospital because the device was implanted in their head. Pt said that if the ins went down, they would be in trouble. Pt said that they had this issue before and they had to fly out somewhere to pick up the product. Pt said that they were a patient at john hopkins hospital in baltimore where they had the ins implanted but now they live in bermuda. Pt said that they would try and get a hold of a friend within the us to ship the product to so that their friend could then ship the product to them in bermuda. When asked for managing healthcare provider (hcp), the pt said that the only people that dealt with the ins were in the us. The patient added that the recharger had gotten so hot it nearly melted. A replacement recharger was sent for the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharger had a low reading that should be higher than 30. It read 23. G2. Foreign: bermuda. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.